Manufacturer narrative:
E1 initial reporter phone (B)(6) it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of an ablation procedure in the cavo tricuspid isthmus, an intellanav open irrigated catheter was selected for use. Catheter was being flushed with high volume 60ml/h but ended in dripping instead of the real flush flow. No error messages were displayed. The irrigation was not interrupted or stopped during the procedure. Flow rate was set as low flow 2 - high flow 30ml/h above 30 watts. The problem was resolved by replacing the catheter. No patient complications were reported. The device will not be returned for analysis as it was disposed.